Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully performed the reset. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to contact technical support if any issues reappeared.